Event description:
It was reported that the patient had weakness in the legs when stimulation was turned on. The physician sent the patient for magnetic resonance imaging (MRI) and result showed fluid around the incision site. The patient was admitted for observation.

Event description:
It was reported that the patient had weakness in the legs when stimulation was turned on. The physician sent the patient for magnetic resonance imaging (MRI) and result showed fluid around the incision site. The patient was admitted for observation. Additional information was received that the patient was doing well and no further action was needed.